Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic gel pads were particularly difficult to remove. While removing the arctic gel pads, two blisters and red area were noticed. Two blisters were appeared on the right hip and thigh. The patient had a particularly large area of redness developed where the abdomen was resting on the lines of the left thigh pad. It was stated that the therapy had been completed. Per follow up via ibc on (B)(6) 2021, the nurse described the arctic gel pads were being difficult to remove due to the stickiness. This issue was identified during discussions in a training session. It was stated they did not have any details regarding lot numbers for the arctic gel pads, the unit has two arctic sun machines, serial numbers were provided, but they were not able to tell which machine was used. It was stated the patient was particularly large, so the product code for the arctic gel pads would be 31709 or 3170902 if the pads were from a double pack. No medical intervention was reported.

Event description:
It was reported that the arctic gel pads were particularly difficult to remove. While removing the arctic gel pads, two blisters and red area were noticed. Two blisters were appeared on the right hip and thigh. The patient had a particularly large area of redness developed where the abdomen was resting on the lines of the left thigh pad. It was stated that the therapy had been completed. Per follow up via ibc on 28jul2021, the nurse described the arctic gel pads were being difficult to remove due to the stickiness. This issue was identified during discussions in a training session. It was stated they did not have any details regarding lot numbers for the arctic gel pads, the unit has two arctic sun machines, serial numbers were provided, but they were not able to tell which machine was used. It was stated the patient was particularly large, so the product code for the arctic gel pads would be 31709 or 3170902 if the pads were from a double pack. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for diagnostic purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿4.2.1 material selection - surface roughness, adhesive strength¿. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pads ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.